Event description:
During initial testing at the manufacturing facility, the device underdelivered. The device delivered a measured volume of 18.4ml from an expected delivered amount (flowsheet value) of 19.9ml. Delivery accuracy specification for this device is +/- 1.2ml from the flowsheet value for this procedure. The device was received with an initial report of "occlusion on line a."